Manufacturer narrative:
On december 22, 2020 mentor became aware than unintentionally not selected e4 as unknown. Manufacturer¿s reference number: (B)(4). E4. Unknown.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with an unknown mentor smooth saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that patients scheduled for removal without replacement on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 05, 2021: during the visual analysis of the returned saline breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).